Manufacturer narrative:
The coolgard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Approximately 48 hours, during ivtm therapy on rewarm phase the coolgard 3000 (B)(4) displayed "power down and contact zoll" message on the display panel screen. Following this, the console was replaced with a thermogard console and ivtm therapy was continued without further reported issue. No known impact or consequence to patient reported.